Event description:
The patient contacted animas on (B)(6) 2012 to report elevated blood glucose (bg) readings in the low 400's to 497 mg/dl. The patient denied having symptoms of chest pain, shortness of breath, nausea or vomiting, but claimed he felt bad. The patient informed customer support that prior to the elevated bg's he had changed out site the day prior. Prior to contacting animas, the patient claimed when changing site/set out again (due to high bg) he discovered a large air bubble in the cartridge. The patient confirmed that he changed site/set you rather than priming the air bubble(s) out. At the time of troubleshooting, the patient confirmed he was using room temperature insulin when filling cartridge. This complaint is being reported because, the patient developed signs/symptoms of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The product/device has not been returned to animas for evaluation. If the product/device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.